Event description:
The customer reported battery fault. The customer contacted product support and requested service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
B4: (B)(6) 2021. The issue was discovered during testing. This is not a reportable event. This was reported in error. The esprit/v200 is end of life (eol) product and no longer being supported by philips. The battery is over 5 years old. Battery replacement is no longer available to order.